Event description:
It was reported that the pt was experiencing pain and swelling.

Manufacturer narrative:
Eval summary: the exact origin of the pain is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Product compatibility was reviewed with no issues noted. No additional complaints from any other pt have been received against the mfg lots involved in this complaint. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. This report was previously submitted under report #1822565-2012-01172.